Manufacturer narrative:
This report is submitted on 7 december 2020.

Event description:
It was reported that the patient underwent revision surgery to remove abutment and peri-abutment skin at implant site.

Event description:
Per the clinic, the patient experienced recurrent skin infections, and was subsequently treated with antibiotics (specific type, duration, and date not reported), and underwent a procedure for incision and drainage of the infected site.